Manufacturer narrative:
02/26/2016 06:08 pm (gmt-5:00) added by (B)(4): the cable (part number: 0012-00-1422) was returned to the manufacturer for evaluation and no failure was observed.

Event description:
Customer reported that during use on patient, the iabp display on the monitor of cs300 system was not working as usual. The display had a sporadically red-blue delay for approx. 1 sec only. The therapy continued on the same iabp. Two days later the patient died however was not attributable to the device or to the event. A replacement device has been available, but was not necessary. The iab therapy was completed upon the patient death on the iabp which the reported failure occurred.

Manufacturer narrative:
(B)(4). The company representative replaced the coiled iabp cable (part number: 0012-00-1422). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. A supplemental medwatch will be submitted if more information becomes available.

Event description:
Customer reported that during use on patient, the iabp display on the monitor of cs300 system was not working as usual. The display had a sporadically red-blue delay for approx. 1 sec only. The therapy continued on the same iabp. Two days later the patient died however was not attributable to the device or to the event. A replacement device has been available, but was not necessary. The iab therapy was completed upon the patient death on the iabp which the reported failure occurred.